Event description:
It was reported that this pacemaker had experienced under sensing in the right ventricular (rv) lead channel due to changes in patient amplitude below the fixed sensing value. Additionally, the patient had experienced far-field oversensing, which resulted in an inappropriate atrial tachy response (atr). Technical services (ts) recommended some reprogramming options. This device remains in service. No additional adverse effects on the patient were reported.